Event description:
It was reported that the patient was having some anterior knee pain and a possible loose knee and therefore a revision was performed to a constrained insert.

Manufacturer narrative:
Corrections. (B)(4).